Manufacturer narrative:
A steris service technician arrived on site, inspected the unit and found a cracked, separated quick disconnect (qd) post, located at the drain transition block. The technician inspected the tray to ensure there was no sign of damage. The technician replaced the qd post and tested the unit by running a diagnostic and processing cycle; the unit was confirmed operational and returned to service. Steris engineering has confirmed this to be an isolated event.

Event description:
The user facility reported water leaking from their system 1e after initiating a diagnostic cycle. The water spread away from the unit, onto the floor; facility staff used towels to clean up the water. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.